Manufacturer narrative:
Analysis of the ins, model 3116, serial no. (B)(4), found no significant anomalies, battery not in new condition. Analysis of the lead, model 435135, serial no. (B)(4), found no significant anomaly, cut through product segmented. Analysis of the lead, model 435135, serial no. (B)(4), found no significant anomaly, cut through product segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009-, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported that the patient developed chronic pain over the gastric stimulator on (B)(6) 2016. The patient¿s stimulator and leads were explanted and were returned. There was no patient death. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.